Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's diagonal branch. Upon the initial inflation attempt, the balloon lost pressure and a burst was observed. The sds was subsequently removed from the pt and another balloon catheter was utilized to successfully deploy the stent. There were no pt complications reported relative to this event.